Event description:
Reportable based on analysis results received 17 may 2006.during a ptca procedure, it was noted that the proximal section of the kayak.035" guidewire seemed to be too thick. During the introduction of the balloon, it was impossible to push the balloon on the guidewire. The kayak.035" guidewire was removed and replaced with a terumo guidewire to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.